Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead would need to be replaced as there were sensing and impedance issues. Specifically, the noise was present on the rv lead, which resulted in oversensing with some pacing inhibition. No asystole was observed. On occasion the oversensing resulted in inappropriate anti-tachycardia pacing (atp) delivery. There was also reportedly poor morphology noted. Additional information indicated that the pacing impedance measurement was around 350 ohms, which was noted as being low, and pacing threshold was high. The physician could not accurately see damage on the rv lead. This lead was abandoned surgically and the ICD was replaced. No additional adverse patient effects were reported.